Event description:
During a radiological examination (computed tomography) the blocked catheter ruptured intra urethral. The remnant part of the catheter had to be removed by cystoscope.

Manufacturer narrative:
Awaiting return of sample for eval. A follow up report will be submitted.